Manufacturer narrative:
The reported event of reset was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Device was tested on bench and no anomaly was detected. The cause of the field event remains undetermined.

Manufacturer narrative:
(B)(4). Maude report number mw5067510 was received.

Event description:
It was reported that the patient reported to fell significant dizziness. Device was interrogated and device was found to be in backup vvi mode with tachy therapy disabled. There was intermittent loss of capture and pacing. The device was implanted a day before and was then successfully interrogated after an av node ablation. The cause of backup vvi could not be determined. There was intermittent capture, intermittent output anomaly, intermittent sensing and oversensing. Device was explanted and replaced. Patient¿s condition was stable before, during and after the procedure.